Event description:
During routine testing of the device at the svc center, the svc tech reported that the main battery lasted less than 25 mins during mfg testing. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.